Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The provisional was returned and examination of the returned part determined that it exhibits signs of repeated use and has fractured medial/lateral side. The fragmented part was not returned. DHR was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured components in this complaint were manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial articular surface provisional was found fractured during warehouse inspection. No adverse events have been reported as a result of the malfunction.